Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1/2ml w/ndl 27x1/2 rb contained foreign matter. The following information was provided by the initial reporter: "the customer states that they are finding that these syringes have fluid in them. Lot# 2355423" additional comments: n/a. Please see the attached quality report documenting a customer's allegation of a product deficiency. Your immediate attention and response to this quality report is required. Please perform a root cause analysis and corrective action plan, and report back to me with a letter of your findings within ten (10) business days. If a sample of the defective product is required for investigation, please provide the RMA, the return address and collect carrier information within two (2) business days. If no direction is given, we will advise our customer to dispose of the goods. *in order to streamline customer communication, we ask that you please do not contact the customer directly unless requested to do so.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. The address/country was incorrect in the initial MDR. The initial reporter address is in canada and not the united states.

Manufacturer narrative:
Investigation summary: 621 unused syringes of lot 2355423 were received by our quality team for investigation as well as 21 unused syringes of lot 6300942. There was also a photo provided by customer of a syringe with a fully seated stopper exhibiting a visual droplet at tip- this photo was enough to verify the customer's complaint of foreign matter. All syringes of lot 6300942 and 62 of lot 2355423 were tested by pushing stopper to fully seated position to try replicating the customer's photo. None of the 83 syringes presented with the droplets but when drawing air into syringes a little ring of silicone was occasionally noticed on the inside of the barrel. Silicone lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The sample in customer's provided photo seemed to be slightly above our specified limits. This is not a safety hazard. The root cause of this instance is due to a slight over application of silicone from dispenser during syringe assembly. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue (batch#s: 2355423/6300942).

Event description:
Samples received.